Event description:
It was reported that the bd sharps collector eclipse 1qt was missing the lid on twenty occurrences. The following information was provided by the initial reporter: twenty containers were received without the lids.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd sharps collector eclipse 1qt was missing the lid on twenty occurrences. The following information was provided by the initial reporter: twenty containers were received without the lids.

Manufacturer narrative:
H6: investigation summary: photo representation was provided for the complaint. According to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process for the lot number (2088947) reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported for missing lids for the same part number throughout the last twelve months. According with this investigation and lot number provided, this product was manufactured by flex on march 2022, however, there is not enough information provided from customer like pictures of original packaging in order to determine the root cause. For this reason, it can be concluded that there are many variables that could generate this failure mode due to unknown handling and transportation, if the material is stored or if there are partial sales. Additional information is needed about the handling and storage within distributor facility to rule out that this issue was generated by distributors, because the distributors can do partial sells and the controls to handle remaining material is unknown, therefore, the likelihood that they send boxes with incorrect quantity could happen. In addition, the current manufacturing controls were reviewed, and they were confirmed as capable to detect this kind of issues (missing lids). As part of this investigation, a review of customer complaint records was performed; according with the cc¿s records, two additional complaints were received through the last twelve months for the same part number and issue. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.